Manufacturer narrative:
Further information was requested but no information on patient condition was provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular (rv) lead exhibited an unspecified sensing and capture threshold anomaly. The patient's r wave had declined substantially. The rv lead was explanted and replaced.